Event description:
The customer reported that during a renal radiofrequency ablation procedure, the operator realized that the pt was carrying a knee prothesis. The four return pads were all placed on the pt's right leg, two on the thigh and two on the calf. The alarm on the rf3000 generator for pad 2 at 130w halted the generator. It was discovered that the pt sustained a 2nd degree burn on the inner thigh at pad 2. The burn was treated with fatty sticking-plaster. The incident pads were discarded by the site and are not available for evaluation.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the customer and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.